Manufacturer narrative:
B4:30apr2021. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue when the battery would not charge. The fse replaced the battery and the machine returned to normal use. No other anomalies were reported.

Event description:
The customer reported that the ventilator experienced a battery failure. There was no patient involvement.